Event description:
International customer reported that the device functioned as expected then ceased to drain two weeks after the device was initially placed in service. The product was connected to an aspirator and as a result, the anti-reflux valve was obstructed. The device was exchanged with the same results; no drainage was obtained. A third device was substituted and drainage was obtained.

Manufacturer narrative:
Conclusion: device functioned as intended for two weeks followed by occlusion of the anti-reflux valve. The insert warns that an effective closed suction system requires maintenance of the system to maintain patency. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No further conclusion can be drawn at this time. The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatch reports being submitted as two separate devices were used. See 2210968-2007-00254 for the other medwatch. The same patient is represented in each medwatch.